Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the internal insulation was abraded at 9.0 ¿ 9.2 cm, 9.3 ¿ 12.1 cm, 10.2 ¿ 10.4 cm,10.5 ¿ 10.6 cm and 11.1 ¿ 11.6 cm from the distal tip. The external insulation was abraded at 40.1 ¿ 41.0 cm from distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Clavicular crush was also noted, fracturing all five filars and abrading the lumens and ptfe liner at 33.7 - 34.4 cm from the distal tip. The etfe coating was undamaged.